Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative performed a serial readout and provided it to livanova (B)(4) for evaluation. Initial evaluation of the readout did not identify any malfunctions. The pump responded according to specification based on the settings input by the user. It could not be determined why the initial level alarm occurred. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the s5 system gave a false level alarm and the arterial pump stopped during a procedure. The user removed the pump link to the level control and attempted to use the hand crank to maintain circulation but multiple alarms occurred, including a line pressure alarm. There was no report of patient injury

Manufacturer narrative:
The reported issue is not related to the claimed pump. The pump worked according its specifications. The claimed pump stop is determined by the alarm setting defined by the customer. Livanova (B)(4) identified as root cause specific configuration which led to the reported device behaviour. A review of the DHR could not identify any deviations or non-conformities relevant to the issue.